Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height auxiliary 3 cubie drawer failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary 3 cubie drawer failed and required maintenance. A field service engineer replaced the inseparable unit and proactively replaced it in three additional auxiliary drawers (full-height drawers 3, 4, and 5), which were still using the older version. Customer was concerned about possible harm and delay due to the inability to pull medication from the drawer. Applied stabilant to the row board headers of all updated drawers and refreshed connections for all remaining sensors and controller boards. After completing the hardware updates, the unit was rebooted and thoroughly tested. All components were functioning as expected. Verified pixie bus cable was connected firmly and was in good condition. The system functioned as intended after the field service engineer repaired the device.